Event description:
Coworker reached out to me. Patient return holter to the [redacted] office. When they went to download it, the holter displayed an error message. We were unable to download the holter and see the reordered information. Billers were asked to credit the hook-up, ordering md was asked if they want the holter repeated. Holter was pulled from service and sent for repair.